Event description:
Event description guidant received information that this heart failure patient presented with increased symptoms of heart failure. A small hematoma was present inferior and medial to the implant site of the pacemaker. A chest x-ray confirmed the epicardial lead had become fractured at the location where the lead entered the lead adaptor. The physician suspected the hematoma was the result of the exposed wire on the adaptor side of the lead fragment. The lead was surgically abandoned and successfully replaced.